Event description:
Three screws that secure the head end leg support to the front leg assembly came loose and fell out. When this occurred, the head end leg support failed to support on the head end legs which resulted in the cot tipping to one side. No pt was on the cot and no injury occurred.